Event description:
Pharmacy tech opened a new 20cc b-d syringe and noted small droplets of moisture inside the syringe. The company was contacted regarding above - they use silicone as a lubricant in the syringe but it should be in such a small amount as not to be seen - therefore they will send a box for user to send the product to them for analysis.

Event description:
Add'l info rec'd from MFR in 08/22/2003: bd medical surgical quality assurance and regulatory affairs has evaluated the report and samples. The samples received were visually inspected for excess silicone lubricant. The condition reported could not be confirmed based on these samples. The amount of lubricant present was adequate for the proper size and function of the syringes. The manufacturing facility has been advised of this report. A review of company's records shows that this type of incident occurs very infrequently.